Event description:
It was reported that air bubbles were observed within the canister. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem technical support educated the customer that champagne sized bubbles should not affect bg's.